Event description:
It was reported that the right ventricular lead (rv) lead had a sudden rise in impedance and 600 plus short v-v intervals. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed. The proximal conductor was fractured. The outer tubing overlay had cosmetic environmental stress cracking.